Event description:
It was reported that an infusor lv 1.5 did not infuse the expected volume in the time period set for the infusion. This occurred during patient infusion of 275 ml of fluorouracil 50 mg/ml and dextrose 5%. The reporter stated that the infusor was set to infuse in 7 days at a rate of 1.5 ml/hr. However, the reporter stated that it appeared not much had infused. The reporter did know the total amount that was infused. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.